Manufacturer narrative:
Follow up information received on 11-nov-2015: follow-up attempts were done with no response to date.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer of unspecified date via regulatory authority (case# (B)(4)) in united states on 03-aug-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008. She reported that she had repeated emergency admissions for abdominal pain of no known cause. She experienced black menstrual discharge on a regular basis; abdomen was swelled up like an apple. She stated that no physician wanted to treat or remove the implants. She had been tested for everything from crohn's to colon cancer and diverticulitis for her abdominal pain. She had repeated ultrasounds. She reported having a known nickel allergy and no one ever disclosed this device was made of nickel. She also reported chronic fatigue, hair falling out, low energy, aching joints, bad complexion, chronic infected boils on buttocks and legs. She stated she had pieces of coils that come out via urine. The consumer also mentioned the seriousness criterion required intervention but not specified and/or assigned to one of the events. Follow-up information received on 21-aug-2015 - ptc investigation result: ptc global number: (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a product technical issue. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed and spontaneous case report (received via regulatory authority) refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and pieces of coils come out via urine. This event, seen as device breakage, is serious per reporter and listed according to technical assessment. Single cases of device breakage have been reported mainly during difficult insertions. In this case, the patient experienced several non-serious events during essure use and stated that pieces of coils come out via urine. Although the exact mechanism and circumstances of this breakage are not known, considering event's nature, causality with essure use cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Based on the available information, there is no reason to suspect a quality deficit of the product. Further information has been requested.